Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 07/28/2016 that the receiver displayed error hwbat on (B)(6) 2016. No injury or medical intervention was reported. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)